Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 38 alarm noted during the testing. Successfully downloaded history files and traces using thump. Pump error 38 alarm was found on: 12/25/2024 20:50:43.000, 12/25/2024 20:51:31.000 12/25/2024 20:54:01.000, 12/25/2024 20:55:39.000 12/25/2024 20:56:55.000 12/25/2024 21:00:10.000, 12/25/2024 21:01:07.000 12/25/2024 21:03:33.000, 12/25/2024 21:05:34.000 the pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Pump error 38 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 25-dec-2024 in the formatted history file. Insert battery alarm was found on: 12/25/2024 20:56:16.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Force sensor zero offset within specification (23.40 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. However, pump error 38 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.